Manufacturer narrative:
Our product evaluation lab received one single dpt - vamp adult kit with attached empty 500ml IV bag. The customer report of infusion issue was confirmed. Leakage was detected from IV side to patient side of the dpt housing when flush device was close or not activated. Red dye was manually injected into dpt housing from IV side to trace the leak path. Leakage was found across bond area between flow restrictor and dpt housing. No other visible leakage or damage was observed from the kit. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been completed. This condition has been investigated by the applicable cross functional team and as part of the complaint investigation process, no specific root cause was identified. There are manufacturing controls to avoid potential causes related to the malfunction such as leak test, flow test, manufacturing continuous monitoring sampling, and qa sampling inspection.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the pxvmp184 vamp pressure monitoring set, the arterial line tubing was malfunctioning. The new set-up of the saline flush bag was infused over approximately 1-2 hours, 500ml of fluid was instilled. There was no additional treatment required to the patient to resolve the issue. There was no patient injury. The device is available for return.